Manufacturer narrative:
Due to character restrictions,event site name is (B)(6) medical center central municipal hospital a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to reproduce the failure. In order to fix the issue, the fse replaced the cbl assy external monitor. The fse then performed an implementation of inspection work based on the inspection record. The results were good.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Section 1. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's trainer terminal is inserted into the arterial pressure external input unit and cannot be pulled out.